Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a segment elevation myocardial infarction (stemi) patient presented with chest pains and was taken to cath lab, where angiography revealed 100% prox left anterior descending artery (lad). Decision was made to implant and impella cp device for mechanical circulatory support. It was reported that the patient's impella side right foot and was unable to get a distal pulse with doppler. No interventions were reported for the limb ischemia. Care was withdrawn and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the outcome.